Event description:
It was reported that the patient was experiencing significant charging burden. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 3 months ago from date manufacturer was made aware.